Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a suspect, yet questionable, lead discontinuity. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that the vns patient's device revealed high lead impedance from a system diagnostic test performed at a follow up visit. Prior to the result of high lead impedance from the system diagnostic test, the patient reported feeling voice alteration with stimulation, which was not occurring with stimulation previously. X-rays were taken to assess the continuity of the lead, and were sent to the manufacturer for review. Review of x-rays revealed a suspect, yet questionable, lead discontinuity visualized in the electrode bifurcation region. The patient's mother reported that the patient did experience mild trauma to the left neck while playing with the younger brother (B) (6) 2009. It is not clear if this trauma directly affected the device functionality at the time as the device was not tested until early (B) (6) 2009. The site reports that the patient's device has been programmed off and revision surgery is likely.